Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
Blue twisting "lock" on sterile sleeve of introducer was missing on 2 devices and failed to securely lock on a third. This introducer is used to place temporary transvenous pacemaker wires and when it does not lock securely, the likelihood of the wire moving out of place is higher. The chances of the sterile sleeve slipping to expose the catheter so that it's no longer sterile along its external length is also higher. This means that the wire cannot safely be advanced if needed. This has happened with 3 different kits - 1 for a patient whose wire was placed in ER, 2 whose wires were placed in (B)(6). Sterile sleeve was extended and securely taped to the pacing catheter and the device was extensively secured into place with tape. Issue was discovered after placement and remained in patients until placement of permanent pacemaker at (B)(6).